Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the complaint, investigation revealed a crack in the in the battery compartment. Also unrelated to the complaint, a crack in the pump cover was observed between the corner of lens and case seal. The audio bolus button cover was punctured, however, the audio bolus button still responded to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.